Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his treatment. When he opened the cassette door there was moisture inside the cassette door. He discarded the set. During follow up the pt's pd nurse reported that his effluent remained clear. He did not have any signs of infection. He was not treated with any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. This report is associated with MDR 8030665-2014-00459, 8030665-2014-00470, and 8030665-2014-00471.